Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring was separated from a minicap transfer set. There was no patient involvement as this was noted before use of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection by the naked eye and magnification, it was observed that a blue pull ring cap was loose in its unopened pouch. Functional testing was performed which included leak testing, clamp function testing, and clear passage testing. All functional tests passed. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.